Manufacturer narrative:
The device was not returned for evaluation, however a manufacturing batch record review was performed. All relevant documentation relating the production of pfc patella, 86-4111, lot 075xx was reviewed. Upon review of this documentation, it is evident that all standard processing and inspection occurred through the use ofthe applicable jjpi procedures and specifications. No discrepancies were found. At this time, jjpi considers this file to be closed.

Event description:
Revision performed due to laxity and lack of motion. Surgery found excessive polywear of insert and patella and osteolysis, possibly due to poly debris.